Event description:
A needle packaged as an 18g 9 cm was not 9 cm long. Device was not used on a patient. Discrepancy noted prior to use. Another device obtained for procedure. Affected device was too short. Appears the wrong size product was incorrectly packaged or labeled during manufacturing.